Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial leadless pacemaker (lp) exhibited a microdislodgement. Upon review, it was noted that the lp exhibited failure to capture and low current of injury. The lp was successfully retrieved and exchanged. The patient was in stable condition.

Manufacturer narrative:
Health effect. Clinical code should be "4632, prolonged surgery" in initial report.

Event description:
New information received notes that during the procedure, the atrial leadless pacemaker (lp) exhibited difficult separation which resulted in the microdislodgement.